Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures were attempted in moderately calcified right and moderately calcified left common femoral arteries (rcfa & lcfa) using perclose proglide devices. Reportedly, after the initial proglide device suture was successfully deployed through the rcfa 6f. Sized access site, an attempt were made to deploy the sutures of a second proglide device, but when the needle plunger was removed, the suture broke. The device was removed over a guide wire and the sutures from a third proglide device were successfully deployed and set to the side. The access site was dilated to 18f. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis of the rcfa. Reportedly, after successfully deploying the suture of the first proglide device through the lcfa 6f. Sized access site, an attempt were made to deploy the sutures of a second proglide device, but when the needle plunger was removed, the suture broke. The device was removed over a guide wire and the sutures from a third proglide device were successfully deployed and set to the side. The access site was dilated to 12f. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis of the lcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report. Moderate calcification was reportedly present at the right and left common femoral artery access sites. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.